Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site registration number (B)(4)(s+n mansfield). The correct manufacturing site registration number is (B)(4)(s+n austin). Corrected data: g1 contact information.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during articular labrum repair/arcr procedure, the screw part of the inserter broke off. Pieces were retrieved from the patient. There was a 30 minute delay and the procedure was finished with the same device.

Manufacturer narrative:
The reported doublefix knotless device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) misalignment of inserter (2) over tensioning the suture. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.